Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent hip revision surgery in 2014. The original surgery was on (B)(6) 2012. The revision incident date is unknown, but occurred as a result of aseptic stem loosening. Omni arc stem, neck and cocr head were revised to non-omni product.